Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and discarded. The patient was doing well postoperatively.